Event description:
The reporter got an er1 message, retested, and got a result. She thought she had not applied enough blood to the test strip. She was not experiencing any symptoms. She did not seek medical advice/treatment.